Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement test and self test, however unit failed sleep current measurement, active current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies.

Event description:
It was reported that the customer's insulin pump had low battery alarm. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.